Manufacturer narrative:
The fsr performed replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries failed to hold sufficient charge. There was no patient involvement.